Event description:
It was reported that the insulin pump alarmed button error, and an unresponsive keypad. Troubleshooting was declined. The lcd screen also has a crack on the left side corner. There customer also states that there is fluid under the lcd screen. The customer's blood glucose was 255 mg/dl. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).